Event description:
It was reported that during routine testing the external pulse generator displayed an error message upon powering up. Removal of the battery did not clear the error. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard pad was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, heart wire contacts, display and main printed circuit board were contaminated, the battery drawer was broken, and the ring was bent.